Event description:
It was reported that stent damage occurred. The 80% stenosed, 28mm in length, concentric, de novo target lesion was located in the moderately tortuous, mildly calcified and 3.0mm in diameter left circumflex artery. The lesion contained a <=45 degrees bend. After an unspecified size pt2 guide wire crossed lesion, an unspecified balloon catheter was advanced for predilation. Then the 3.00mm x 32mm promus element ¿ stent was advanced to the lesion however it was noted that the stent was deformed. The procedure was completed with a different device. No patient complications were reported and patient's status was stable with no adverse effect.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the stent profile. The bumper tip of the device showed signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a kink 88mm distal from the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed, 28mm in length, concentric, de novo target lesion was located in the moderately tortuous, mildly calcified and 3.0mm in diameter left circumflex artery. The lesion contained a <=45 degrees bend. After an unspecified size pt2 guide wire crossed lesion, an unspecified balloon catheter was advanced for predilation. Then the 3.00mm x 32mm promus element ¿ stent was advanced to the lesion; however, it was noted that the stent was deformed. The procedure was completed with a different device. No patient complications were reported and patient's status was stable with no adverse effect.